Manufacturer narrative:
Date of event: exact date unknown, event occurred end of (B)(6) 2020.

Event description:
It was reported that the patients ipg would frequently shutoff and that the the patient was experiencing pain and inadequate stimulation. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure. Additional information was received that the inadequate stimulation and stimulator frequently shutting off were due to patients car accident. The explanted ipg will not be returned.

Event description:
It was reported that the patient's ipg would frequently shutoff and that the patient was experiencing pain and inadequate stimulation. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure.